Manufacturer narrative:
Additional contact information: (B)(6).

Event description:
Information was received indicating that a cadd legacy plus, mdl 6500, under infused. It was reported the pump recorded as finished infusing all 506 ml, however there was 200 ml of 5 fluorouracil remaining in the bag. No adverse patient effects were reported. No additional information is available at this time.